Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was disconnected from the system controller for approximately 30 minutes at the facility. Log files were sent for review. The log file captured on (B)(6) 2024 multiple pumps stops. The pump stops may have been related to electrostatic discharge (esd) events. The driveline was disconnected at 18:01:50 and reconnected at 18:38:29. After that time, the pump appeared to function as intended. Additional log files sent for evaluation. The log file recorded a number of pump reset events as previously documented, there have been no further events of concern recorded since the last lvad off event at 29sep2024 18:38:32. It was noted that the patient remains stable and was alert, awake, and oriented. They were to be discharged back to the facility on (B)(6) 2024. It was confirmed that the pump was disconnected for 37 minutes based on the controller log file. Prior to the disconnections, there were multiple com faults and driveline power faults which indicated a poor driveline connection, likely the inline connector. It was noted that the event did not look like esd at all, just poor connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was evaluated following the reported event of driveline disconnect alarms; however, it was determined that the controller was unrelated to the cause of the reported event. Log files were submitted for review, and data from the event date of 29sep2024 was reviewed. The log file captured intermittent driveline power fault and driveline communication fault alarms and pump stop events from 17:09:43 to 18:01:48 that appeared to be associated with a loose driveline connection. The driveline was then fully disconnected at 18:01:50. These events are consistent with the additional information stating that the connection between the pump cable and modular cable became loose while the patient was dancing. After approximately 37 minutes, the driveline was reconnected and the pump restart without any issues. The pump stop events and atypical alarms are addressed further under the pump investigation. No other notable alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed (shop orders (B)(4) and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07apr2024 (ifs order number: (B)(4). Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault, driveline power fault, and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the pump stop was due to the patient dancing and disconnecting themselves. There was no controller malfunction or driveline issue. The patient was not symptomatic.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.